Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11 corrected fields: d5, e2, e3, g2 additional information: e1(event site telephone number: 67725454 & postal code: 119074). It was reported that during pre use check the cs300 intra-aortic balloon pump (iabp) had autofill failure. A getinge field service engineer (fse) evaluated the unit and tested on balloon for 2hrs. No issue with machine. Unit tested ok.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use check, the cs300 intra-aortic balloon pump (iabp) unit has an autofill failure. There was no patient involvement.